Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was implanted on (B)(6) 2014 for bladder and bowel control. The patient had no therapeutic effect for the first 3 months. It took 3 months for the patient to stop having their bladder and bowel problem. After 3 months, the patient was not leaking anymore, their urine was not coming out of them, and they went from peeing and having a bowel problem to using catheters. The patient was not leaking anymore, but had to catheterize themselves to empty their bladder. On (B)(6) 2015 the patient had a work related accident where they fell out of the back of a truck, as about 4 feet off of the ground. About 2 weeks after the accident the patient went to see their health care provider (hcp) and the hcp determined that the ins knocked itself off. At the time of the hcp visit the ins was off and the patient guessed that it was designed to turn itself off from the fall. The hcp turned the ins back on and checked the settings to make sure it was working. About 3.5 weeks later, the hcp had the manufacturer check the device to make sure the lead did not get moved and was in a proper position and everything was good there, it did not move. It was within 2 months of the accident when the manufacturer checked the device and everything was fine and the patient's ins had been on ever since. Since the accident, the patient's bowel had gotten worse and they were using briefs and never wore them before. If the patient walked or bent over they peed. The patient's urinary leakage was worse than how it was before implant. The patient's hcp did a myelogram and diagnosed that it was completely blocked on l1 and the spinal cord was flattened. About 1.5 weeks ago they did an emg on the lower back to see what other nerves were damaged. The indi cations for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.